Event description:
During a rotator cuff repair using the truepass needle, single pack, sterile bx 5, it was reported that the tip of the needle broke. Although the site was flushed and irrigated, the customer is unable to confirm that the tip was removed from the patient. There was a fifteen minute delay during the case. The needle has been disposed of and is not available for analysis. The case was completed with a back-up device. The patient is doing well post procedure.

Manufacturer narrative:
(B)(4).